Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and two holes in the catheter were observed approximately 2cm distal of the assembled connector. Microscopic examination of the catheter holes confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. ¿ the size of the hole was within the outside diameter of commonly used needles ¿ the fracture edges were sharply formed and had planar (flat) surfaces ¿ the damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle ¿ a secondary hole was observed circumferentially opposite the initially observed hole. This was likely the exit point of the needle as it passed through the catheter an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11

Event description:
It was reported that the catheter leaked liquid near the connector. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr0124 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regr0124) have been reported from the same facility in china.

Event description:
It was reported that the catheter leaked liquid near the connector. It was reported this occurred with two devices. This report addresses the first device.